Manufacturer narrative:
The device was received for evaluation. During functional testing, an improper shutdown was reproduced. A review of the event history log revealed improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined during visual inspection to be the battery gasket. The battery gasket requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown. This occurred during an unknown process step in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: a review of the service history record identified the device has been previously serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.